Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system had lost positioning, there were cracked lower cover pieces inside, and it looked like a table had been lowered onto it. Additionally, the system had lost communication, the detector had abrasions across it, calibrations were overdue causing poor image quality, and the foot pedal had been cut/damaged. The system communication was restored and re-homed. The broken lower cover pieces were secured and still usable. The detector was still functional with the abrasions. The site biomed secured the foot pedal, and it was recommended that the site replace it. The calibrations were completed to correct the image quality issues. The imaging system then passed the system checkout and was found to be fully functional. System returned to service. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the system would not take 2d or 3d images. The clinical specialist (cs) at the site confirmed that the system had green status from the navigation side and that the problem persisted when trying to acquire images with the foot switch. The site aborted the use of the imaging system and the navigation system and continued using a c-arm. There was a delay to the procedure of less than 1 hour. There was no reported impact on patient outcome.